Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seal removed, the rear housing was damaged and fluid ingression on the downstream sensor. The reported issue was duplicated. Action taken replaced downstream sensor. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year.

Event description:
It was reported that there was double beep no cassette during testing. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.